Manufacturer narrative:
The customer biomedical engineer (bme) confirmed the blower was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a blower issue on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. The customer reported that the blower would not engage during the air delivery test. The blower started only once set to 60 cmh20. The biomedical engineer (bme) retested, and confirmed the blower would not engage as expected. A replacement blower was ordered and supplied by philips service.